Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-apr-04, additional information was received from a foreign manufacturer representative (rep). It reported the patient wanted to wait for the replacement until their pain specialist was available. The replacement has been rescheduled to "next monday (B)(6)."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It reported the patient wanted to wait for the replacement until their pain specialist was available. The replacement has been rescheduled to (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative clarified the scheduled revision was (B)(6) as previously reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative further reported that actions/interventions included the alarms being disabled but the pump continued to be in a motor stall. The patient was given the option of replacement ¿this week¿ at one facility but had elected to wait until the next week at another facility. The replacement was scheduled for (B)(6) 2017. It was confirmed that the pump contained hydromorphone and ropivacaine. The representative was not sure of what brand was used at the refill clinic. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who received hydromorphone [also reported as ropivacaine (naropin)] (5mg/ml, 1.6mg/day) in an implantable pump for an unknown indication for use. The patient heard a critical alarm since 19:00 on (B)(6) 2017. The patient presented to the emergency department on (B)(6) 2017 afternoon complaining of a metallic taste and smell, runny nose, and chills. The possible environmental/external/patient factors which may have led or contributed to the event included an MRI on (B)(6) 2017. At that time, the pump stalled for 19 minutes. The logs were read and a motor stall occurred on (B)(6) 2017 at 11:00 with a recovery at 11:19. A second motor stall also occurred on (B)(6) 2017 at 19:01 with no recovery recorded. The patient was currently being admitted to the hospital for systemic opioid replacement. The issue was considered ongoing. It was unknown if surgical intervention occurred. The manufacturer representative was going to follow-up for more information. The status of the patient was stated to be alive and with no injury. There were no further complications reported/anticipated.